Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-9236-02pp trail center peg broke. This occurred during an unspecified procedure with no patient harm.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection it was noted that the center pin / post is broken. The cause of this remains undetermined, however, the most likely cause is the result of damage incurred during the removal process.